Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record for the product model and lot number combination was conducted, and no findings were identified.

Event description:
The user facility reported that the vessel occlusion carotid artery stenting (cas) was performed, and the angio-seal device was used for hemostasis of the puncture site, and the patient was returned to the ward. Thereafter, ischemic symptoms appeared in the lower limbs. Percutaneous transluminal angioplasty (pta) was performed by a vascular surgeon. The vascular surgeon believes that the ischemia was caused by the angio-seal device. Blood loss was less than 250cc. The procedure before deploying the device was cas. A pre-deployment angiogram was performed. No other information provided. Surgical intervention performed was pta. No equipment or other devices were used with the above product. Additional information was received on 03 jun 2025: no difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with insertion, deployment, or withdrawal of the device. Patient is stable. The puncture site was the common femoral artery. No disease or dissection present in the access site artery. An angiography was performed after a diminished pedal pulse was confirmed. Angiography revealed an occlusion, and a thrombus was removed. The distal pulses were diminished. Occlusive material from the vessel: a thrombus was removed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint is confirmed for a vessel occlusion requiring surgical intervention. The exact root cause cannot be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).